Event description:
It was reported patient underwent a revision procedure approximately three years post implantation due to pain and tibial loosening. Tibial baseplate and bearing were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4, d6a, g3; g4; h2; h3; h6. D10: articular surface 42-5121-004-10 lot 64403763 - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. - device is used for treatment. - the reported products were reviewed for compatibility with no issues noted (tibia and articular surface). The entire construct compatibility could not be performed due to insufficient information. - review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - complaint not confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to loosening. Attempts have been made and no further information has been provided.